Manufacturer narrative:
The patient had the device implanted on (B)(6) 2021 by the physician. The patient tolerated the procedure well with no problems or complications. The patient was seen for his post-op appointment on (B)(6) 2021. The patient appeared to be healing without issue with the implant being properly seated. The physician noted the patient looked 'excellent'. He was taught stretching and centering exercises and was told again the importance of keeping the implant centered to allow the capsule to form keeping it in the centered position. On (B)(6) 2021 the patient was seen for follow up by telemed. He informed the physician that the base of the implant had rotated slightly to the left and that he felt that the implant was short of the glans on the left side, and he thought he could feel the mesh that was attached to the implant on the left side. The patient and physician agreed they would see how things went. The patient would send the physician some pictures and they would try to avoid revision if it was ok once he started using the implant. The physician was able to review the pictures the patient sent and what the physician saw was a minor left base rotation with a resultant left distal flare from the implant being slightly pushed forward on this side from the base rotation itself. The physician was unable to confirm any type of protrusion of mesh and let him know it was actually the flare of the implant he was feeling on the left distal side. After 3-4 weeks, the patient informed the physician that he still wanted the implant revised. The patient was placed on the physician's or schedule for planned revision on (B)(6) 2022. However, the patient contacted the physician on (B)(6) 2022 and asked that the physician help him seek consultation and revision with a different physician. The second physician saw the patient on (B)(6) 2022 and agreed with original physician's recommendation to leave the implant as is to allow adequate time for healing and implant settling. About 8 months after his visit with the second physician, the patient reached back out to original physician requesting the revision. The original physician agreed to perform the revision. The patient visited the physician on (B)(6) 2023 the patient was in good spirits and the exam revealed what the physician had seen in the pictures sent: a mild l sided base of implant rotation/shift and a small left distal flare of the implant and a very tiny right distal flare. The patient underwent the revision operation on (B)(6) 2023 via a left scrotal approach allowing simply re seating the base of the implant centered and thus relieving the distal small flares. The patient was seen for drain removal on (B)(6) 2023. The patient appeared to be healing without issue with the implant being properly seated. The physician noted the patient looked 'excellent'. The drain was removed and he was again taught to center the implant. He was thrilled with the aesthetic outcome. The patient was next seen by telemed on (B)(6) 2023. He was doing well and told the physician that the penuma was 'perfect'. The physician did not hear from the patient again regarding the implant. The root cause of this investigation is known inherent risk of the device. The base rotation occurred in the post operative period due to the way the patient used the device. Two physicians advised against revision surgery as additional complications may arise, but the patient decided to proceed.

Event description:
Patient had the device implanted on (B)(6) 2021. The patient alleges permanent disfigurement, loss of sensation, post-surgery impotence issues, penile shortening, low self-esteem/confidence and issues with evacuation of his urethra.